Manufacturer narrative:
The device was returned for evaluation. The device returned with numerous kinks evident along the hypotube. The stylette returned loaded in the inner lumen. The stylette was partially removed from the device. Residue was visible on the surface of the stylette. The distal shaft was slightly stretched and kinked approx. 7cm distal to the guidewire entry port. There was no stretching of the distal tip.

Event description:
It was reported that the physician was attempting to use two euphora rx balloons. No damage was noted to the device packaging and no issues were noted when removing the devices from the hoop/tray. The devices were inspected with no issues noted. Negative prep was performed with no issues noted. It was reported that issues were encountered when trying to remove the stylet on both devices. The devices were flushed in the hoop/placed in a bowl of saline to activate the hydrophilic coating. The physician did say he had difficulty removing the stylet but was able to do so and the stylet issue had no impact on the patient as he was able to dilate. The physician wanted to use the 2nd balloon to dilate the lesion again but the stylet could not be removed. After initial resistance was encountered when removing the sheath/ stylette the physician pulled harder and ripped his glove, this occurred with the 2nd balloon.

Manufacturer narrative:
Recall ticked in error. If information is provided in the future, a supplemental report will be issued.